Manufacturer narrative:
No device return anticipated as it is not available. Concomitant medical products: 02-020-14-0335 - truliant cr por fem cr por right sz 3.5 sn: (B)(4), 02-022-55-3525 - truliant por tib tray size 3.5f/2.5t sn: (B)(4), 201-78-15 - holding pin mini sharp point 4 pk sn: (B)(4), 521-78-23 - threaded pin size 2.3 collared 2pk sn: (B)(4), 521-78-32 - threaded pin size 3.0 collarless 2pk sn: (B)(4), 521-78-32 - threaded pin size 3.0 collarless 2pk sn: (B)(4), 521-78-36 - threaded pin size 5.1 collarless 2pk sn: (B)(4), a10012 - gps implant kit v2 10042320077. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initially implanted on the right knee on (B)(6) 2020, underwent a revision due to pain. The surgeon removed the insert and stated there was no significant poly wear. The articulation surface appeared smooth with no damage. The original insert was 9mm but the 10mm trial was found to be stable with good rom so a new 10mm crc was implanted. The surgeon also resurfaced the patella with a standard 35mm 3 peg patella and stated that the patient¿s pain was possibly from the patella. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s condition.

Event description:
Additional information: no issues. Explants never available due to hospital policy". There were no reported issues with the revision surgical procedure. No additional information.